Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their "pacemaker goes berserk when they are in their car." Their heart rate goes to 96 bpm. Patient also get a metallic taste in mouth and feels like they are going into atrial fibrillation. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.